Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: customer reports: whilst in asv mode ventilating a patient, the ventilator suddenly started alarming with high pressure and delivering " oscillator type ventilation", very high frequency, very high tidal volumes. Bacterial filter checked, no concerns, changed bacterial filters anyway. Patient stable, no concerns with patient, no awakening. Changed to new ventilator and patient stable. When the ventilator in question was unplugged it switched off altogether with no battery back up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: summary: customer reports: whilst in asv mode ventilating a patient, the ventilator suddenly started alarming with high pressure and delivering " oscillator type ventilation", very high frequency, very high tidal volumes. Bacterial filter checked, no concerns, changed bacterial filters anyway. Patient stable, no concerns with patient, no awakening. Changed to new ventilator and patient stable. When the ventilator in question was unplugged it switched off altogether with no battery back up.